Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of distal gold tip detach from the end of the catheter. Block h10: investigation results the returned acquire eus fnb needle was analyzed, and a visual evaluation noted that the distal tip detached, also the tip did not returned with the device. Based on the information available and the analysis performed, the issue observed may be related to some factors; patient anatomy handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its integrity contributing to the failure observed. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the entire distal gold tip detach inside the patient. The tip was removed using a biopsy forceps. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been updated with the additional information received on june 09, 2020. Block h6: device problem code 2907 captures the reportable event of distal gold tip detach from the end of the catheter. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the entire distal gold tip detach inside the patient. The tip was removed using a biopsy forceps. The procedure was completed successfully. There were no patient complications reported as a result of this event. **additional information received june 9, 2020** according to the complainant, the procedure was completed with another gold probe.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the entire distal gold tip detach inside the patient. The tip was removed using a biopsy forceps. The procedure was completed successfully. There were no patient complications reported as a result of this event.